Event description:
On 12-mar-2026 the reporter reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 1600 mg/dl following removal of the ilet device. The user was transported to the hospital by a caregiver where the user was diagnosed in a hyperglycemic condition and treated with insulin therapy and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
Device data for the reported event date of 08-mar-2026 was reviewed. Analysis of device engineering logs confirmed no malfunction alerts, motor errors, or abnormal insulin delivery behavior. The ilet device delivered insulin in accordance with cgm inputs and system design, with appropriate alerts generated, though not consistently acknowledged. The event followed user-initiated discontinuation of insulin therapy, as the user removed the ilet device due to prior hypoglycemia and remained off therapy for an extended period. This interruption in insulin delivery is a known risk and can result in severe hyperglycemia, including diabetic ketoacidosis, when insulin is not administered. Based on available data, the device functioned as intended and no product deficiency was identified. The hyperglycemic event requiring hospitalization is attributed to therapy interruption following device removal rather than device malfunction.